Event description:
The device was returned to biomedical engineering department with an unsigned note that stated, "broken." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. No add'l info was provided.

Manufacturer narrative:
Initial testing of the device was conducted on (B)(4) 2014 at the user facility by the hosp field service engineer. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.